Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed a broken on posterior assessed as fold flaw opening. And missing shell observed assessed as inconclusive. ¿ lump/nodule: unable to observe since it is not related to the device. Additional observations: ¿ stress marks, wear abrasion and crease fold observed on the device. No further actions are required as the device was implanted.

Event description:
Patient reported "a left rupture found an MRI" and "a left mass found on a mammogram." Device has been explanted and replaced.

Event description:
Patient reported "a left rupture found an MRI" and "a left mass found on a mammogram." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  rupture.

Event description:
Patient reported "a left rupture found an MRI" and "a left mass found on a mammogram." Device has been explanted and replaced.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, b.6, b.7, d.6b, g.2, h.6.